Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted along with concurrent pubovaginal sling and cystoscopy due to stress urinary incontinence. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring, and erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including a mesh revision/removal on (B)(6) 2012. No additional information was provided.